Manufacturer narrative:
Additional, changed, and/or corrected data: b.5., b6, d6b., h.6.

Event description:
Healthcare professional later reported "cut prior to sterilization as damage caused by explant surgery". This record is for the left side. Device has been explanted.

Event description:
Healthcare professional reported deflation. Healthcare professional later reported "cut prior to sterilization as damage caused by explant surgery". This record is for the left side. Device has been explanted.

Manufacturer narrative:
Device evaluation: based on the device analysis grid, the assessments of the complaint are: ¿ deflation and use error: observed an opening assessed as surgical damage per rga also observed crack on the valve assessed as cracked valve seat diaphragm valve. Additional, changed, and/or corrected data: d.9., h.3., h.6.

Event description:
Healthcare professional reported, deflation. This record is for the left side. Device remains implanted.

Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: deflation.